Event description:
It was reported, the pt has not used her scs system since she was implanted and she wants her scs system removed. An sjm rep contacted the pt and the pt stated that she suffers from memory loss and does not recall saying she wanted her system removed. The rep inquired whether the pt wanted her system removed. The rep inquired whether the pt wanted her system removed and she stated that she does not want to undergo any type of intervention at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.